Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pain in the pocket. It was noted that the implantable cardioverter defibrillator had migrated. The device was removed and replaced. The patient was stable.